Event description:
It was observed that during the device evaluation the ultrasonic gastrovideoscope had debris on bending rubber, insufficient adhesive in screw holes of distal end cover and peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the insufficient adhesive in screw holes of distal end cover and peeled adhesive around the objective lens cause traced to component failure, and the cause of debris on bending rubber could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.